Event description:
Patient having open heart surgery under trump iled7 surgical lights for a 4-5 hour case. Patient sustained reddening to the skin of the chest surrounding the incisional site that required days to resolve.